Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Updated: h6.

Manufacturer narrative:
Additional manufacturer narrative: suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. In this case, there is insufficient information to conclusively determine the root cause of this event. However, it is likely that procedural related factors contributed to this event. Per the instructions for use (IFU), avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. The device was not returned for evaluation. The surgeon did not believe there was any deficiency of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that regurgitation of this valve model 6900ptfx29 implanted in the tricuspid position was observed postoperatively. As reported, a regurgitant volume of 10 ml was detected on echo on 2nd or 3rd day after the surgery. Surgeon stated that it was very likely due to suture loop because at explant there was obvious indentation on the valve same place where the regurgitation occurred. Surgeon did not considered the issue as a product quality problem. The valve was replaced with another valve of the same model and the operation was successful. Surgeon was experienced with the use of this valve model and was aware that the indication of use of it was the mitral position and not the tricuspid one. Surgeon refused to provide additional information.